Event description:
Ous MDR - a pacing impedance of 2400 ohm was reported on the evening after the implantation. This incident has already been reported directly to the (B) (4) by the clinic. No worsening of the pt's state of health was reported.

Manufacturer narrative:
Ous MDR - the lead properties were checked during the analysis. There were no deviations from the technical specifications that could be related to the clinical complaint. No indications of materials defects or manufacturing errors were found.